Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) has been confirmed. Upon investigation the electrode belt failed an ECG falloff test. The cause for the failure was isolated to defective u713 and u723 components on the distribution node pca. The root cause for the defective u713 and u723 components could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.